Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal follow up after recent implant. Loss of capture and low sensing were observed. Perforation was confirmed via x-ray. It was noted that patient had previously presented to ER 2 days post implant with complaints of chest pain. It was noted patient was stable and emergency surgery was not required. Lead repositioning was scheduled.